Event description:
The syringe pump module did not deliver the full amount of the 1ml syringe caffeine infusion, and the user needed to re-enter volume to be infused (vtbi). This occurred in nicu. It was the clinical pharmacist's belief that due to the barrel size similarities between 1ml and 3ml syringes, the user loaded 1ml syringe and chose 3ml syringe size during infusion programming. There was no consequence or impact to the patient. Biomed department was notified. We picked up the pump and control module, then pulled the event log and submitted it to the manufacturer for review.